Event description:
Rx was written for #4 insulin syringes (8d insulin syringe 27 g 5/8" 1 cc). Come in packages of 10 sterile syringes. Product package was opened to dispense 4 syringes, so they were no longer in their sterile pack. Corrected when another pharmacist found the opened pack of syringes on the shelf and found the filled rx that hadn't been picked up yet. (B)(4).